Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced four shocks due to inappropriate sensing associated with t-wave oversensing (twos). Smart pass was not enabled. Evaluation in clinic was unable to optimize sensing. The device was explanted and replaced. No additional adverse patient effects were reported.